Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a lead explant procedure. Prior to the procedure, it was noted that the right ventricular - rv lead exhibited and had a history of noise. During the procedure, the rv lead was found to have insulation damage. The rv lead was explanted and replaced. The patient was in stable condition before, during, and after the procedure.

Manufacturer narrative:
External insulation abrasion was noted at 11.7-11.8 cm from the pin consistent with lead friction to the ICD can. This is consistent with the observation from the field of noise. Other damage found was sustained during procedure.